Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-02903. It was reported during a trial procedure, the physician was unable to implant the trial leads due to the patient's anatomy. As a result, the patient underwent another trial procedure (B)(6) 2018 wherein both trial leads were implanted.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-02903.